Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, blood glucose level was 561 mg/dl. Customer administered correction bolus and loaded a new cartridge to resume insulin therapy.